Event description:
A customer technical advocate (cta) was contacted with regard to the cell-dyn 3200 sl analyzer generating erratic hemoglobin results. A patient specimen generated a hgb=7.2 g/dl result. The result was about 50% lower than expected. The sample was repeated using a cd1700 analyzer obtaining a hgb=14.0 g/dl result. The result generated using the cd1700 was considered correct and was reported out of the lab. No impact to patient management was reported.